Event description:
Operating room using a covidien ligasure atlas tissue fusion laparoscopic instrument. Staff noted that the coating on the wire at the tip of the jaw peeled off on x2 ligasures exposing the wire when inside the patient against the tissue.